Manufacturer narrative:
The reported event of broken sears and difficult to close door latches file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. Although no devices were provided for investigation, the site visit summary contains photos that confirm the customer¿s generalized report. An investigation can¿t be performed using the attached photo alone. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
During a tpc site visit, the customer reported a pump module had a broken sear and it was difficult to close the door latch because of the broken sear. There was no report of patient involvement.